Manufacturer narrative:
A64 alarm during selt test due to faulty y1 on rfb. Pump passed idle current test, run current test, off no power test, a21 error test, prime/delivery test, excessive no delivery test, and rewind test. Unable to perform basic occlusion test, occlusion test and displacement test due to completely broken off reservoir tube lip. Unable to perform download test and bg meter test due to a64 alarm. Pump had cracked battery tube threads, missing end cap sticker, missing reservoir tube o-ring and completely broken off reservoir tube lip. The reservoir tube lip completely broken off and test reservoir will not lock/click in place.

Event description:
Customer's father reported via phone call that they received insulin pump was damaged around the reservoir compartment to where it was not holding the reservoir compartment. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.